Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. The lens was returned dry in a lens case/vial. There was clear surgical residue on the lens surface. Visual inspection found that the haptic was torn and the lens was discolored (yellow). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -10.0 diopter, into the patient's left (os) eye on (B)(6) 2019. On (B)(6) 2019, the lens was explanted. The surgeon reports opacity and yellowing of the lens. The cause of the event is reported as device.

Manufacturer narrative:
Based on the results of the investigation, all released devices from the associated work order, including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).